Event description:
At the end of h.a.m. Procedure, catheter was being removed. Balloon sheared off of the end of the catheter. It appeared to be stuck in the needle hole. Balloon did not obstruct blood flow in graft, however, would serve as thrombogenic foci at a later date. Balloon removed. There was no serious injury to the pt.